Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. It was notices that the device will be replace. The s-ICD remains in service. No adverse patient effects were reported.